Event description:
Total hip done 13 yrs ago. During last several months, pt complained of pain in right buttock and anterior groin area. On 7/10 pt went to or. Acetabular component was grossly loose and removed to anterior rim defect from 2 o'clock to 5 o'clock.